Manufacturer narrative:
(B)(6).

Event description:
It was reported that the screen on a cadd® cadd-ms® 3 ambulatory infusion pump shows a different quantity of medication than what is in the cartridge. No report of patient involvement.